Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode during routine follow-up. A replacement procedure has been scheduled. No adverse patient effects were reported. Currently, this crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode during routine follow-up. A replacement procedure has been scheduled. No adverse patient effects were reported. Currently, this crt-p remains in service. According to additional information, this device was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.